Event description:
It was reported that the patient¿s continuous glucose sensor was not connected to the ilet, yet the ilet indicated a hypoglycemia event; the patient had no symptoms, consumed 4 ounces of apple juice, ate breakfast without announcing it due to the low alert, and later the sensor reconnected with a displayed glucose of 100 mg/dl, after which the caregiver requested transfer to the sensor manufacturer for support. Symptoms included hypoglycemia. Outcomes included the need for oral carbohydrate treatment. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.